Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event if additional relevant information is received, a follow-up report will be submitted. Device was discarded by user facility.

Event description:
It was reported that during a meniscus repair the surgeon attempted three ar-4502 speed cinches, lot 10044658. For the first speed cinch the first implant seated properly but the second implant would not seat. The surgeon removed the second implant and the first implant was tied down using the sutures. This one implant tied down was able to reduce one of the tears in the meniscus. The surgeon then attempted two other ar-4502 that were unsuccessful. Neither of the two implants from this second and third speed cinches were deployed. The surgeon made a second hole on the meniscus that was right next to the original hole and used the same angle to insert an ar-4500 meniscal cinch to complete the case.